Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the device was not performing as expected. During the procedure the pump was replaced, and the patient has fully recovered.

Manufacturer narrative:
Event date. Date of event the exact date of the event is unknown.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the device was not performing as expected. During the procedure the pump was replaced, and the patient has fully recovered.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The ams 700 ms (momentary squeeze) pump was visually and microscopically inspected and underwent leak and functional testing. The kink resistant tubing (krt) was worn down to the filament; no leaks were found. The pump was functionally tested and did not pass activation test. Based on the analysis results of the device, the reported event is confirmed. The device operating differently as expected was most likely determined to be pump activation issue from the functional test and available analysis information.